Event description:
It was reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer mentioned that the battery issue was resolved and chose not to pursue further troubleshooting.